Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-12366. It was reported that guide wire entrapment occurred. Vascular access was obtained via the left brachial artery. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. After a short sheath was inserted and a 200cm, 8cm poly tip v-18¿ control wire¿ crossed the lesion, a sterling balloon dilatation catheter was advanced; however, the wire got kinked and the balloon catheter became stuck. The two devices were removed together and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.